Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected audio alarms or beeps occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.w

Event description:
The customer called and reported the insulin pump began beeping. Customer's blood glucose was 179 mg/dl. While attempting to troubleshoot for the beep anomaly, it was stated the insulin pump alarmed with a button error and none of the buttons were responding. The customer had the insulin pump in her bra. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.